Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter button to retract the needle was difficult to activate. The following information was provided by the initial reporter: "the staff is stating the blue part that goes in the patient is not clicking off. They have to break it off which is not making it smooth to insert into the patient. So, the white button that breaks it off is not working."

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter button to retract the needle was difficult to activate. The following information was provided by the initial reporter: "the staff is stating the blue part that goes in the patient is not clicking off. They have to break it off which is not making it smooth to insert into the patient. So, the white button that breaks it off is not working."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.